Manufacturer narrative:
Further analysis was performed on the main printed circuit board. Surge current was below normal, inactive current failed, both confirming the battery removal failure. After a capacitor was replaced inactive current passed. Conclusion: inactive current failure caused by a defective capacitor.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. However it was noted that the main printed circuit board failed functional testing. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was unable to exit the asynchronous mode and was "stuck" in the e-mode. The epg was returned for repair. There was no patient involvement.